Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that the cause of the inability to increase the settings and the maximum settings error was determined. They noted the likely cause of the issue as being "dislodged lead somehow." When asked for the steps that were/will be taken, the hcp noted "removal and replace [device]." The issue was reported as not yet being resolved.

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# serial# (B)(6), implanted: (B)(6) 2023, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel disfunction and urge incontinence. It was reported that the device was not working. The patient stated having no control of their bladder for the past 2-3 weeks or so and that the settings wouldn't increase on the handset. The patient had an x ray done to see if it was broken on the inside or not connected. The doctor was looking at it and was trying to get a hold of a manufacturing representative (rep) to consult with but had not heard from them. The patient tried using the handset and it was not working as well as it had in the past. It would not increase power to where it was effective. When trying to increase, it showed very low numbers and the patient was not able to increase those numbers. The agent asked if the patient had tried a different program and the patient stated they had tried multiple programs and then got a message that says maximum setting. They had not had any falls or trauma. They were asking for the rep to contact them or the doctor. The agent emailed the rep.